Event description:
It was reported that the patient presented remotely in clinic and was advised to go into urgent care. It was noted that the pacing lead impedance was higher than normal on the right ventricular (rv) lead. Interrogation at the emergency room confirmed high pacing impedance, other parameters were normal. The rv lead was capped (B)(6) 2024, and the patient received an upgrade due to the patient's intrinsic premature ventricular contractions (pvcs). The patient was stable.